Manufacturer narrative:
Investigation summary: ppae (vascular injury): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1988065. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient had received a mechanical circulatory support device during the night. The patient subsequently underwent a fasciotomy and vascular repair following removal of a prior support device. The patient later progressed to asystole and required resuscitation efforts for approximately thirty minutes, during which brief chest compressions were administered. Return of spontaneous circulation was achieved, and the patient was maintained on temporary pacing. A transthoracic echocardiogram confirmed that the device was positioned four point nine centimeters from the aortic valve annulus, within the mid-ventricular region.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d primary UDI number was updated. Section d catalog number was corrected section h device manufacture date was omitted in the initial and has been included.